Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative performed invalidate home and rehomed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system would not take images. It was reported that handswitch and foot switch were tried but the issue did not resolve. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of ten minutes. No known impact on patient outcome.